Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the monitor displayed error 907 during pre-operative preparation for use. The device did not alarm when the err or occurred, but the error message was visible on the screen. Troubleshooting steps included replacing the battery, but the error message persisted. There was no patient involved.

Manufacturer narrative:
Additional information: g3, h3 , h6 device evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the system failure code 907 was displayed with the monitor and no batteries were received with the device. When powered on using new aa batteries, the power-on self-test (post) passed. Coin battery was removed, and measured at 0.01vdc. The issue was resolved by new coin battery was installed and measured at 3.27vdc. It was reported that the monitor displayed error 907 during pre-operative preparation for use. The reported issue was confirmed. The most likely cause was depleted coin battery and component failure. It was also reported that the device did not alarm when the error 907 occurred. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.